Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh revision/removal on (B)(6) 2010 and on (B)(6) 2013.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with sphincteroplasty and perineoplasty due to enterocele. On (B)(6) 2010 the patient underwent a mesh implant concurrently with placement of a mid-urethral sling via the transobturator approach, posterior colporrhaphy with reattachment of mesh within the rectovaginal septum into the posterior aspect of the peritoneal body, due to sui, rectocele and symptomatic pop. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: age at time of event, date of birth.